Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator service required message occurred. There was no harm or injury reported. Philips field service engineer (fse) made an onsite visit to customer, confirmed the customer's complaint and replaced the machine flow sensor to resolve the issue. The device was unable to pass testing and fse determined that additional parts are needed. Replaced parts were received by philips product investigation lab (pil). The machine flow sensor, along with system board and blower motor were installed into the trilogy evo test bed. The test bed ran and was able to duplicate the error code e-384 evt_press_sensor_mismatch. Pil has determined that machine flow sensor is the cause of the error code e-384 evt_press_sensor_mismatch due to contamination.

Event description:
The manufacturer received information alleging a ventilator service required message occurred. There was no harm or injury reported. Philips field service engineer (fse) made an onsite visit to customer, confirmed the customer's complaint and replaced the machine flow sensor to resolve the issue. The device was unable to pass testing and fse determined that additional parts are needed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.